Event description:
The patient received two scs leads from the same lot number. It was reported the patient had her scs system removed. The patient stated she had stopped receiving pain relief from her system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.